Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no damage or kinks were detected in the sample. After functional testing, the sample could be connected without any problem; the sample passed. The complaint was not confirmed. No root cause was determined as the complaint was not confirmed. No action was taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a patient admitted to the oncology center for withdrawal of a slow infuser of drugs had a residual volume of 2ml purged that amount. Termination of fluoruracil infusion by deltec slow infuser. No patient injury reported.